Event description:
It was reported the patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod for between 5 and 24 hours. When the pod was removed from the infusion site (abdomen), the patient noted the needle did not retract and there was blood on the needle. The pod reportedly was coming loose from the site, causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was seen in the viewing window. The downloaded data did not show any timeouts or drive stalls during the run. The device was deactivated at 647 pulses. After opening the slide retract was found to be fully retracted and the needle was properly seated. The needle mechanism was reset and found to deploy properly. No damages or defects were observed that would result in a needle mechanism failure. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.